Event description:
It was reported that an infusor stopped infusion after 60 hours. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: february 27, 2014 - march 1, 2014. Evaluation: the device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection did not identify any abnormalities. Functional flow testing determined that the device flowed without issue. No malfunctions were identified during product evaluation. Should additional relevant information become available, a supplemental report will be submitted.